Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation will be lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side ¿feels full¿, ¿swollen up¿ ¿lymphnodes are up¿ and ¿fluid around the right implant.¿ the device remains implanted.